Event description:
It was reported patient presented to the ER for left side chest pain. Upon interrogation, low r-waves and loss of capture were observed. The patient was sent to surgery for lead revision, physician confirmed the lead had perforated the heart. An attempt to reposition the lead was unsuccessful. The lead was explanted and replaced with no additional complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.